Manufacturer narrative:
Device rpn received on 14nov2017: common name & product code updated. PMA/510(k) number = preamendment. Investigation - evaluation: a review of the documentation, instructions for use (IFU), specifications, and quality control was conducted during the investigation. The complaint device was not returned; therefore no physical examination could be performed. However, a document-based investigation was performed. There is no evidence to suggest the finished product was not made to specifications. Numerous design verification and validation activities have been performed to ensure that this device meets design requirements. Review of the device history record of the finished product was unable to be performed as the lot number for the device was not available. A complaint history search was also unable to be performed due to the lack of a lot number. Flexor ansel sheaths are shipped with instructions for use (IFU) which state, "the maximum diameter of the instrument or catheter to be introduced should be determined to ensure its passage through the introducer. All instruments or catheters used with this product should move freely through the valve and sheath. Damage to the valve/introducer may result when the fit is tight. Sheath introduction: using the side-arm of the valve, flush the introducer by filling the introducer assembly completely with heparinized saline. Flush the dilator with heparinized solution. Insert the dilator completely into the introducer." Based on the information provided, no product returned, and the results of our investigation, a definitive root cause could not be determined. Per the quality engineering risk assessment, no further action is required. Monitoring will continue to be performed for similar complaints.

Manufacturer narrative:
(B)(4). The event is currently under investigation. A supplemental report will be provided upon conclusion.

Event description:
It was reported that during an angioplasty, the physician removed a balloon catheter and left a 0.014 inch diameter wire guide in place, when blood began pulsating out of the flexor ansel guiding sheath valve. The sheath was removed and another manufacturer's sheath was utilized to complete the procedure. Access was gained via femoral placement going contralateral; wires, catheters and balloons were utilized through the sheath. The patient did not experience any adverse effects due to this occurrence; it was reported that the blood loss was not significant and did not require intervention.